Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located in a severely calcified atrioventricular shunt in the patient's forearm. A 7.0 x 40, 75cm mustang balloon dilatation catheter was used to dilate the lesion. During the first inflation, the balloon ruptured at 9 atmospheres. The balloon was completely retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located in a severely calcified atrioventricular shunt in the patient's forearm. A 7.0 x 40, 75cm mustang balloon dilatation catheter was used to dilate the lesion. During the first inflation, the balloon ruptured at 9 atmospheres. The balloon was completely retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned device was consisted of a mustang balloon dilatation catheter with no other devices. A visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from the distal edge of proximal markerband to 3mm distally along the balloon. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).